Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c190, serial #: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 37081-60, serial #: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: extension. Product ID: 37081-60, serial #: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: extension. Product ID: 977c190, serial #: (B)(4), product type: lead. Product ID: 39565-30, lot #: 0211604672, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c190, serial/lot #: (B)(4), ubd: 17-apr-2022, UDI #: (B)(4). Product ID: 37081-60, serial/lot #: (B)(4), ubd: 27-jun-2020, UDI #: (B)(4). Product ID: 37081-60, serial/lot #: (B)(4), ubd: 27-jun-2020, UDI #: (B)(4). Product ID: 977c190, serial/lot #: (B)(4), ubd: 11-oct-2022, UDI #: (B)(4). Product ID: 39565-30, serial/lot #: (B)(4), ubd: 30-mar-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that over the patient came in for a clinic visit on (B)(6) 2018 for an evaluation after a long period of not using the stimulation. To verify the functionality of the system, the stimulation was turned onto the preferred walking program. When turning on the stimulation the patient did not feel the stimulation pattern promoting left hip flexion. No contraction of the left hip flexors was observed either. After a few attempts, the doctor used the clinician programmer to verify the lead¿s integrity. Normal impedances for all electrodes were observed except electrode #1, which was the most rostral left electrode, involved in stimulation programs promoting left hip flexion. It was suspected that the wire corresponding to this electrode had been broken either within the lead or extensions. The doctor decided to optimize a new electrode configuration for left hip flexion, without using electrode #1. The results were satisfactory for both the patient and the clinic team. All stimulation programs present on the tablet were updated accordingly and the patient returned home with functional stimulation programs. On (B)(6), additional tests were performed to verify the stimulation parameters and the lead¿s performance. The patient underwent an x-ray scan, which showed no signs of system breakage or migration. The doctor tested the previously optimized stimulation parameters while the patient attempted to walk on the treadmill and over ground with body weight support. The patient¿s gait pattern was dysfunctional and was not as efficient as previously observed. The patient again reported that they did not feel the stimulation promoting left hip flexion. The doctor used the clinician programmer to verify the lead array¿s integrity. The observed impedances for electrodes 0, 4, 5, and 8-15 were within normal range. However, the impedances for electrodes 2 and 3 bordered the range of normal limits, and electrodes 1, 6 and 7 displayed impedances outside of the normal range (>10,000 ohms). On (B)(6) 2019, the doctor performed a surgery and opened at the lead pocket site, explanted the two broken extensions, and installed in the multi-lead trialing cable (mltc). The latter was connected to an external neurostimulator (ens) which was mounted on the clinician programmer to measure the impedances. All electrodes from 0-7 had impedances greater than 10,000 ohms. This indicated that the source of the open circuit was coming from the lead array and needed to be replaced. It was observed that the plastic insulation surrounding the cable, which is located at the base of the lead array, was damaged and left the cable open to body fluids. The lead was explanted and a new lead was implanted at the same location. An imaging of the spinal cord with the o-arm imaging device confirmed that the lead was inserted at the same place as the previous lead. The lead was connected to the mltc and was then connected to an ens which was mounted on the clinician programmer to measure the impedances. Electrodes 4 and 11 had impedances greater than 10,000 ohms, indicating possible damages to the lead and a deficiency. There was inability to stimulate the muscles associated to electrodes 4 and 11. The doctor decided to remove the lead and use another one. A new lead was implanted at the same location. An imaging of the spinal cord with the o-arm imaging device confirmed that the lead was inserted at the same place as the previous lead. The lead was connected to the mltc and was then connected to an ens which was mounted on the clinician programmer to measure the impedances. Electrode 4 had an impedance greater than 10,000 ohms. The doctor decided to continue with the implantation given that only one electrode was non-functional as this was still a big improvement upon the previous lead with several damaged electrodes. Intra-operative electrophysiology mapping showed similar emg activity and the data confirmed good muscle activation selectivity. Prior to the final integrity check, a last measurement of the impedance was done to verify connectivity of the lead to the ins. The electrodes 4, 5, 10 and 11 had an impedance greater than 10,000 ohms. The patient was slightly inclined into a supine position. The impedance verification was done another time and showed that only the electrodes 4, 5 and 11 were out of range. Therefore, it was hypothesized that these high impedances were influenced by postural changes. After the patient was transferred from the operating table to the hospital bed, the impedance measurement was performed again, and only electrode 11 had an impedance greater than 10 ,000 ohms. It was noted that the duration of the surgery was extended, and the patient had to be anesthetized for a longer duration. No further complications were reported or anticipated.

Manufacturer narrative:
Device analysis for extension (B)(4) revealed no significant anomaly. The body was cut thru, product segmented. There was no impact to electrical functionality. Device analysis for extension (B)(4) revealed no significant anomaly. The body was cut thru, product segmented. There was no impact to electrical functionality. Device analysis for lead (B)(4) revealed the lead body conductor was broken at the injex anchor site. All conductors on lead leg 1 (electrodes 0-7) were broken 18.0 cm from the proximal end close to the injex anchor. On lead leg 1 (electrodes 0-7) there was a set screw mark that was too proximal and there was also a set screw mark in the correct location. - device analysis for lead (B)(4) revealed no anomalies. The returned device passed all testing in the laboratory. If information is provided in the future, a supplemental report will be issued.